Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the pt received inappropriate high voltage therapy for supraventricular in the vf zone. Adjusted the device by increasing the ventricular fibrillation. Discussed decreasing the sinus redetection. The device remains implanted.